Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: breakdown of the 7 events of is as follows: lens damaged. Lens damaged,rod stiff. Cartridge crack,haptic damaged. Inserter problem,lens damaged. Haptic damaged. Cosmetic. Haptic damage. Serial/lot numbers of suspect products: (B)(4). Unknown, 4. No products returned. No investigations completed. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events.

Manufacturer narrative:
In the initial report it was indicated that there were 7 events however, the correct number is 6 since during this quarter additional information was received indicating that one of the products (cn0009) was actually a ar40 lens model. Subsequent follow up information indicated that this same device did not have a malfunction and therefore the event is no longer considered a reportable malfunction. No further information will be provided in regards to this device.

Manufacturer narrative:
Additional information: additional information was received and 2 of the initially reported unknown model is now known and is as follows: brand: tecnis simplicity preloaded 1-piece iol model dcb00 for reported serial number: (B)(6). Brand: tecnis simplicity preloaded 1-piece iol model dcb00 for reported serial number: (B)(6). There were 2 investigations completed during this period. Breakdown of 2 investigations with respective serial numbers are as follows: 2259641904 - no product returned. 2567571904 - no product returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.